Event description:
Boston scientific received information that this left ventricular lead displayed pacing impedances of greater than 2000 ohms. The patient was seen in clinic for follow up where all pacing impedances were in the 1900's in lv tip to lv ring. Thresholds had also risen. The pacing configuration was changed to lv ring to rv and the pacing impedances were then normal. The physician will continue to monitor the patient. The lead remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.